Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia, describing frequent low blood glucose episodes that interfered with daily activities and prompted disconnection of the pump and cancellation of meal boluses mid-delivery despite setting a higher cgm target. Symptoms included low blood glucose with functional impairment requiring intake of carbohydrates for correction. Outcomes included disrupted daily activities and self-management actions to avoid or correct lows. Investigation included attempts to obtain additional information and provide troubleshooting and education by phone and email. Investigation of this case revealed that the root cause could not be determined due to insufficient information from the user. It was concluded that the event involved hypoglycemia with an unclear cause and that user-driven mitigations and education were pursued without confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.